Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the patient¿s peritonitis was attributed to a breach in aseptic technique, when the patient failed to wear a mask during initiation and completion of ccpd therapy. Additionally, the pdrn stated the event was unrelated to the utilization of any fresenius device or product. Based on the information available, the liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty cycler set caused or contributed to the serious adverse event experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported a peritoneal dialysis (pd) patient was utilizing antibiotics. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the patient was diagnosed with peritonitis (date not provided). The pdrn was unable to verbalize when/if a peritoneal effluent fluid culture and/or cell count was obtained. However, the pdrn stated the patient was initially treated with intraperitoneal (ip) vancomycin 1000 mg and ip ceftazidime 1000 mg for several days. The vancomycin was reportedly discontinued (specifics not provided), and the patient continued to receive ip ceftazidime 1000 mg for 6 additional days. Per the pdrn, the patient stated that they did not wear a mask during initiation and completion of pd therapy several times, which caused the infection. The pdrn stated a home assessment was performed, and the patient¿s liberty select cycler functioned as expected. The pdrn also stated the event was unrelated to the utilization of a fresenius device or product.